Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device ran very weak and would not cut effectively. There was no user or patient harm in the event. Additional information was received on (B)(6) 2016 stating that the determination to send the unit in was not based on a single event. Using a newer unit prompted the facility to send this older unit in for servicing to see if it could be made to run more smoothly, like the newer one. The event occurred periodically during surgery while obtaining skin samples. There was no medical intervention/additional surgical procedure required and there was no delay in the surgical procedure. An alternate device/product was not required for use to complete the surgery; the unit never failed to complete the task. It occasionally would stall, but not is such a way that the procedure could not be completed. The issue was noted during use, and there was occasional impact/damage to a graft harvest; additional grafts were able to be harvested to fulfill requirements. Under most circumstances, the harvested graft was usable. The blade was placed properly for use. The dermacarrier at room temperature when used; the unit was allowed to come to room temperature after sterilizing and prior to use. The device was not repaired by someone other than zimmer biomet and surgical technique for the product was utilized.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On december 9, 2016, it was reported that the device runs very weak and would not cut effectively. There was no patient or user harm associated with the event and there is no alternate contact available to provide additional information. On december 22, 2016, it was clarified that the determination to send the unit in was not based on a single event. Using a newer unit made the customer want to send this older unit in for servicing to see if it could be made to run more smoothly, like the newer one. The event occurred periodically during surgery while obtaining skin samples and there was no extension or delay to the surgical procedure. There was no medical intervention or additional surgical procedures required and there was no other device used to complete the procedure as the device never failed to complete the task. It occasionally would stall, but not in such a way that the procedure could not be completed. The issue could occasionally cause an impact or damage to the graft harvest but additional grafts were able to be harvested to fulfill the requirements. The harvested graft was usually usable and occasionally an additional graft was needed. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and the surgical technique for the product was utilized. There was no harm or injury to the patient or operator and there were no contributing conditions related to the event. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome by on (B)(6) 2016 revealed that the motor ran slow and erratic. The head was damaged and the unit was out of calibration. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor ran slow and was erratic. The head was damaged and the unit was out of calibration. The root cause of the device running weak and not cutting effectively cannot be specifically determined with the provided information. The issue was resolved with the replaced the power cord assembly, power switch, damaged head, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.